Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred after a procedure. The hand piece of the device is broken. There was no patient involvement, no patient injury, and no medical intervention required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The complaint investigation has concluded that this unit has succumbed to physical damage to spigot, possibly from being dropped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Damage may occur if the user attempts to connect a damaged or defective hand piece to the control unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.